Event description:
Procedure: lower anterior resection. Reportedly, the device was applied to the tissue however the jaws could not be opened. The surgeon had to cut the tissue around the jaw additionally. The jaws were then opened with both hands by force out of the cavity.